Event description:
It was reported that during a left ventricular assist device (lvad) implantation, a backup battery fault occurred when the perfusionist installed the backup battery into the primary system controller. The backup battery was disconnected and reconnected multiple times but the alarm failed to resolve. The original backup system controller was exchanged with the primary system controller and a new backup system controller was issued to the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. A review of the event log file contained data spanning approximately 3 days (01jan2000, 08aug2023, 01jan2000 per timestamp). From the beginning of the log file, backup battery not installed alarms were active until the battery was connected on 08aug2023 at 15:20:57. Upon connecting the battery, backup battery fault alarms activated due to backup battery circuit faults. Between 15:21:00 - 15:35:52, the backup battery was reseated multiple times; however, backup battery faults reactivated each time. The alarm did not resolve before the driveline was disconnected at 15:34:55, consistent with the reported controller exchange. The backup battery fault alarms did not affect pump operation. The heartmate 3 system controller (s/n: (B)(6)) and heartmate 11 volt backup battery (s/n: (B)(6)) were returned for analysis. The controller was connected to a mock circulatory loop and a backup battery fault alarm activated, reproducing the reported event. Additionally, both system controller power cables were disconnected from power and the backup battery was unable to support the test pump. Circuit analysis of the backup battery printed circuit board (pcb) revealed that component d52 in the battery's control circuitry was shorted. Damage to this component would result in the reported backup battery fault alarm and the backup battery's inability to support the test pump. The damaged component was then replaced, and the issue resolved. The root cause for the reported event was determined to be due to the damaged backup battery pcb component; however, a root cause for the how the damage occurred was unable to be determined. A manufacturing analysis task was opened under this complaint to further address the issue with the component d52. Per the manufacturing analysis task, a specific root cause for the issue could not be determined and external corrective action requests were initiated to notify the suppliers of the issue. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarms. Heartmate iii instructions for use, rev. C, section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿ explains how to install the backup battery in the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.